Event description:
A user facility reported the connector broke on an lma just after it was hooked up to the anesthesia circuit. The lma was removed and replaced with another. It was reported that the connector is quite crazed. Although there was no pt injury, an MDR is being filed as failed connectors could theoretically cause injury to a pt. The facility has been requested to return the device.